Manufacturer narrative:
Based on the information provided by the foreign dealer, carefusion technical support identified a defective gas delivery engine as the most likely cause in this event. A replacement gas delivery engine was sent to the foreign dealer to repair the device and return it back into service. Carefusion issued a return goods authorization (rga) number to the foreign dealer for the return of the alleged faulty gas delivery engine for evaluation. As of april 03, 2015 the alleged faulty gas delivery engine has not been received. Should the alleged faulty components be received and evaluated, a follow-up medwatch report will be submitted.

Event description:
The dealer in (B)(6) reported that the unit fails the extended system test o2 calibration. In addition they also reported that if the device is set to 21% flo2 it will deliver 91% and when set to 30% or more it will deliver 100% o2. The ventilator was on a patient when the problem occurred, the ventilator was removed from the patient and the patient was placed on another ventilator. The dealer claims there was no harm done to the patient.